Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and a review of the logs. The sensor interface board was recommended for replacement. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Date of device manufacture year is 2005. The month of manufacture was unavailable at time of MDR filing.

Event description:
The hospital reported the unit alarmed and lost the ability to mechanically ventilate during a case, the unit was restarted and ventilation continued. There was no report of patient injury.